Manufacturer narrative:
Switch settings.

Event description:
It was reported by service report that the bed has issues with the trendelenburg head motor. It is unk if there was pt involvement or if there are adverse consequences to report.